Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a burned plastic distal end cover/probe cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned and an evaluation was completed. During inspection, olympus confirmed, the reported event of burn at the distal end cover. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. The customer confirmed, they did not use a high-energy hand instrument (laser/high frequency/etc.) Without ensuring sufficient distance from the distal end. Therefore, the root cause as to why the plastic distal end cover/probe cover was burnt could not be determined. The user may detect the event by handling the device, according to the following instructions for use (IFU): "inspection of the endoscope": the user may reduce/prevent occurrence of the event, by handling the device according to the following IFU: "using endo therapy accessories". Olympus will continue to monitor field performance for this device.